Event description:
The customer reported the system would not lock up while attempting to send message to dicom/packs. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. The svc rep suggested that the customer format the usb drive.